Event description:
The reported feedback suggests that was a leakage.

Manufacturer narrative:
A visual inspection confirmed the smartsite component to have an oval shape. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of this issue is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval. Shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla. Material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Manufacturer narrative:
A visual inspection of the sample confirmed the smartsite component to have an oval shape. Pressured water was applied through the sample with a plastipak syringe from bd stock; no leakage was identified from the affected component. The details of this feedback were forwarded to the manufacturing site for investigation. A review did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
The reported feedback suggests that smartsite leaked due to the oval shape.